Event description:
It was reported that anicast stent came off the balloon. There was no harm or adverse event reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Upon completion of the investigation into this event a follow-up report will be submitted.